Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single port (sp) monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported failure of a cracked tip. The instrument was found to have a cracked overmolded seal adapter at the distal tip. The crack measured approximately 0.235" in length. The root cause is typically attributed to mishandling/misuse. Fa found the secondary failure of broken electrical contacts to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have broken electrical contacts. The contacts were broken within the overmolded seal adapter location. A piece, measuring roughly 0.030¿ by 0.095¿, was not returned. The root cause is typically attributed to mishandling/misuse. The instrument will be transferred to a failure analysis engineer (fae). Fae investigation was performed and the initial findings were confirmed. The overmolded seal adapter exhibits a large crack and the contacts are broken. The root cause for both broken components is typically attributed to the user and can be potentially caused by improper tip accessory installation or improper handling during reprocessing. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. An event verification could not be performed via system logs because system logs do not exist for sp systems (no onsite connectivity at this time). A review of the instrument logs for the sp monopolar cautery instrument (part# 430007-55 / lot# s10210205-0004) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the single port (sp) monopolar cautery instrument tip was damaged/cracked. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer provided the same information for two RMA monopolar cautery instruments (part # 430007-55/ lot# s10210205 0004 and 0016 also (B)(4). The customer informed that the procedure was a transoral oropharyngeal biopsy. The customer stated there have been no changes to the instrument cleaning or sterilization methods or techniques. The customer provided patient demographic information. The customer stated that the staff was unable to recall the answers to any further questions and no further information was available.